Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, multiple loss of prime alerts occurred with cartridges from different boxes and the reporter was able to complete prime step with cartridge change. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/22/2014 with the following findings: loss of prime warnings, which are indicative of the reported event, were observed in the black box data. The pump was exercised for 24 hours, and no loss of prime warnings were observed. The pump passed a force sensor calibration. The reported event was verified in the black box data, but was not duplicated during analysis.